Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: launcher 7f; stent: xience prime: 3.5x15mm. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The cause(s) of the reported balloon rupture could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuosity, moderately calcified, 90% stenosis in the mid right coronary artery (rca). The 3.5x12 mm nc trek balloon catheter was advanced for post-dilatation; however, the balloon ruptured at third inflation at 12 atmospheres. A non-abbott device was used for post-dilatation and finish the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.